Manufacturer narrative:
Additional information: b3, b5, b6, b7, d4, g1, g2, g3, g6, h2, h6, h11

Event description:
Additional information was located in an article titled "post cataract surgery refractive surprise due to intraocular lens mislabeling" relating to this event. It was reported that the original surgical procedure type was phacoemulsification with posterior chamber iol implantation and visco-gonio-synechia-lysis. The post replacement surgery vision was stable at 1- and 3-month appointments.

Manufacturer narrative:
Additional information: a2, a3, b5, b7, d6, d7, d11, g4, g7, h2. No similar events were reported for this product lot. Investigation of this event is in progress. A follow-up report will be submitted upon completion.

Event description:
The original surgical procedure type was phacoemulsification with posterior chamber intraocular lens (iol) implantation. The capsulorhexis was 5.5 mm and it was well centered. Barrett and haigis formula were used for calculation of the lens power. After the secondary replacement the patient has not lost any lines of bcva compared to preoperative bcva. Patient¿s current prognosis is reportedly good outcome.

Manufacturer narrative:
Although requested, the reported device was not returned for evaluation. A review of the device history records (DHR) did not find any anomalies or non-conformities related to this event. The lot history, trend analysis, risk analysis and directions for use are considered acceptable with the product performing within anticipated rates. Manufacturing records do not indicate any accountability issues or potential mixed lots. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
No similar events were reported for this product lot. Investigation of this event is in progress. A follow-up report will be submitted upon completion.

Event description:
It was reported that after implant of a 29.5 diopter intraocular lens (iol) the patient had post-op refraction of +7. The patient¿s vision was not satisfactory. After one (1) week the iol was explanted and replaced with a different model but same diopter iol and the patient refraction was plano. In the surgeon¿s opinion the diopter power printed on the lens packaging does not match the power of the iol. Though requested, no additional information has been received.